Event description:
Following a lead revision in (B) (6) 2009 (reference MFR report #3004209178200909260), the patient experienced no stimulation on the left side at maximum amplitude. The patient was unable to remember when the symptoms started due to pain medications being taken at the time. The patient had an appointment to see their physician. Additional information has been requested.

Manufacturer narrative:
(B) (4)